Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the distributor reported that the femoral implant which is supposedly for the patient today is defective. The box outside seal is intact when opened, but the item itself is partly opened.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : the complaint unit was returned to depuy cork for review. Photographs of the complaint unit were provided by the customer. It was noted that the inner and outer blister of the packaging was melted/deformed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : product code 150410103 work order (B)(4) was manufactured on 13 july 2021. (B)(4) parts were manufactured to specification. There was (B)(4) scrap part associated with this lot. No non-conformances / manufacturing irregularities were identified. Deviations: there were no deviations associated with this lot. There was no material reprocessing reports (mrr) associated with this lot. Device history review : a manufacturing record evaluation was performed for the finished device lot/serial/batch number, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.